Manufacturer narrative:
Model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 20686852, model/catalog description: precision spectra ipg kit. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
It was reported that the patient stimulation was too intense. The patient underwent an explant procedure and was doing well postoperatively.